Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 a sample was not received at the manufacturing site for evaluation for the report of a bent deploying injector and the surgeon couldn't push the lens towards the tip of the cartridge therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the faulty lens. Additional information has received it states that actually the injector that is faulty with a bent deploying injector. Surgeon couldn't push the lens towards the tip of the cartridge. After a few attempts we had to change the injector and surgeon had asked to open the spare lens. This had not affected the patient.